Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions were updated to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was determined that the login error required server hotfixes need to be installed. A technical support specialist updated the server versions to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system repeatedly showing an error "unable to authenticate" for an anesthesia provider and did not allow login to any machines even while setting up for a procedure. Customer stated that the anesthetist experienced a delay, preventing from accessing any medication but they had robust back up plans for alternative drug delivery that bypasses the machine and from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1,h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login error required server hotfixes need to be installed. A technical support specialist updated the server versions to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system repeatedly showing an error "unable to authenticate" for an anesthesia provider and did not allow login to any machines even while setting up for a procedure. Customer stated that the anesthetist experienced a delay, preventing from accessing any medication but they had robust back up plans for alternative drug delivery that bypasses the machine and from pharmacy. There were no adverse events or injuries reported based on this event.